Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein with a prostyle device using the pre-close technique via a 7fr sheath hole prior to an unknown procedure. Reportedly, the footplate got stuck in the tissue tract. The physician tried to manipulate the device for release but was unsuccessful. The handle was opened to manually release the foot plate but was unsuccessful. The sheath completely separated from the guide and was left in the patient. The sheath was snared out of the patient and was done successfully with no groin complications. The method to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The reported guide separations was confirmed. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported difficulty with the foot could not be confirmed due to device condition. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device was removed without closing the lever/foot. Per the instructions for use return the foot to its original position down to the body of the device. Do not attempt to remove the device without closing the lever, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical condition. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1494 clarifier- indication for use corrections:d1 ¿ brand name: updatedd2a ¿ common device name: updatedd3 ¿ name: updatedd3 ¿ address 1: updatedd3 ¿ city: updatedd3 ¿ postal code: updated

Event description:
Subsequent to the initially filed report, additional information was provided. This was an interventional watchman procedure. The first proglide device attempted; however, the lever was unable to be closed and the device was removed without retracting the foot. Two new prostyle devices were successfully pre-placed. The sheath was upsized to 14fr. The two pre-placed prostyle sutures were used to achieve hemostasis. Manual compression was applied as part of hospital procedural policy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.